Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient presented with chest pain and st elevated myocardial infarction requiring stent placement to the right coronary artery. After stent placement, the patient had symptomatic atrial fibrillation requiring a transesophageal echocardiogram (tee) and requiring cardioversion with low flow alarms reported at the time. Following the tee with cardioversion, it was reported that the patient's left ventricle had collapsed with zero flow on the left ventricular assist device (lvad). The patient had vomited and was intubated for airway protection, ultimately acquiring aspiration pneumonia and sepsis. The patient had increased vasopressor requirements as well. The patient had a repeat left heart catheterization which showed thrombus in the recently placed stent and left sided coronary arteries. The patient passed away on (B)(6) 2023.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6) and the reported events and subsequent patient outcome could not be conclusively established through this evaluation. A specific cause for the reported infection and sepsis could not be conclusively determined. Additionally, the report of low flow alarms and a decrease in flow to 0.0 lpm was confirmed through the evaluation of the submitted log files; however, a specific cause for these reported events could not be conclusively determined. Hm3 lvas, serial number (B)(6), was returned assembled with the pump cable severed approximately 4.5¿¿ from the pump header. The distal portion of the pump cable and the modular cable were not returned. The sealed outflow graft was returned attached to the pump cover outlet port, with the sealed outflow graft bend relief engaged to the graft hardware. The mini apical cuff was returned secured with the cuff lock fully engaged. Upon disassembly of the pump, visual examination of the pump¿s blood contacting surfaces revealed depositions of loosely coagulated blood mixed with tissue-like clotted blood. The lack of structure of these depositions suggested that they developed acutely, likely due to poor surface washing as a result of the confirmed decrease in flow, or blood remaining stagnant within the device post-explant. No evidence of developed or adhered depositions or thrombus formations were observed that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device (lvad) event and periodic log files retrieved from the returned device captured decreases in pump flow, consistent with the reported events and the events captured in the submitted log files. Despite the decrease in flow, the retrieved data appeared to capture the device functioning as intended. During the investigation there was an incidental finding of a pump reset event. Review of the lvad event and periodic log files found a reset in the lvad clock to the default timestamp was observed between (B)(6) 2023 15:53:54 and (B)(6) 2023 11:16:00. No other notable events were captured, and the pump appeared to function as intended throughout the duration of the file. A specific cause for this reset could not be conclusively determined through this evaluation. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), and the heartmate 3 patient handbook, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including peripheral thromboembolic events, cardiac arrythmia, infection (local, driveline, and pump pocket), sepsis, myocardial infarction, hypertension, and death, that may be associated with the use of the heartmate 3 left ventricular assist system. This section also addresses all pump parameters. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient condition can result in low flow. Section 5 of the IFU, "surgical procedures" (under ¿preparing the ventricular apex site¿), instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6 of the IFU, ¿patient care and management¿, lists thromboembolism, arrhythmia, and infection as potential late postimplant complications. This section (under ¿blood pressure measurement¿) also states that post-implantation hypertension may be treated at the discretion of the attending physician. Section 6 of the IFU, under "anticoagulation", outlines the recommended anticoagulation regimen, including inr range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provide information on all system alarm conditions as well as the appropriate actions associated with each condition. A section on ¿handling emergencies¿ is also provided in the patient handbook. These documents also warn of events that may cause the pump to stop and how to prevent pump stops from occurring. Furthermore, several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.